Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter was prepped and advanced into the heart. The catheter was visible on map but it would not show any shape differentiation. Anesthesia tree was moved, bed was raised, substernal reference was checked. The electrode on one of the splines appeared to be broken, and the spline itself was bent and broken. The catheter was replaced and the procedure was completed using different farawave catheter. No patient complications occurred. The product is not expected to return as disposed.